Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after filling a cartridge. Reportedly, the cartridge was filled with 150 units of insulin. The customer's blood glucose level was 120 mg/dl. During the call with tandem technical support, the customer loaded a new cartridge onto the pump successfully.